Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Analysis was unable to test for vibrate anomaly due to no button response. No moisture damage noted on electronic assembly or on motor. The insulin pump had a scratched display window.

Event description:
The customer's mother reported via phone call that the insulin pump was vibrating without an alarm or alert. The customer's blood glucose was 255 mg/dl at the time of incident. The customer's mother stated that they corrected the blood glucose with the insulin pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.